Event description:
The customer reported to olympus the colonovideoscope air/water nozzle was observed to be clogged with seeds and causing the brush to get stuck during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. The evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. Where no obvious deviations, from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was or why the foreign material remained in the device. There was no physical damage found to the locations. And the issue was not reproduced, during device evaluation. A definitive root cause of the foreign material in the scope could not be identified. The suggested event is detectable and preventable, by handling device in accordance with the following IFU: IFU states, the detection method in gif/cf/pcf-190 series, operation manual chapter: preparation and inspection. IFU states, the preventive measures in gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.